Manufacturer narrative:
The behavior could not be reproduced.

Event description:
The reporter indicated that during the implant, a t-wave shock for induction was requested. Message at bottom of screen stating "capacitors at 695v" was received. About 2 seconds later, the t-wave shock was again requested and no message was received. T-wave shocks set to 80v. The capacitors went from 695 to 80 volts in two seconds. The reporter also dated that the device was programmed to the maximum sensitivity of .65 mv. After induction testing, the maximum sensitivity was at.45mv.